Event description:
It was reported that during a vats lobectomy right lower lobe tumor procedure, the user was stapling the bronchus with a green reload. The bronchus was stapled and the device did not open after firing. The surgeon said that it was a ¿normal thick bronchus¿. Although the stapler closed heavy, they waited fifteen seconds before firing. Even with a blade/chisel trying to open the mouth, the stapler did not open. The case was converted to open. The bronchus was sutured and to take out the malignant specimen (right lower lobe resection). Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). Results: damaged yoke flange. The device was received in good visual condition and with a cartridge loaded in the device. The reload was received fully fired and with the lockout spring normal. In addition, the clamping mechanism was noted to be damaged; the device was locked in the closed position. The device was disassembled to verify the condition of the internal components; the yoke was found damaged where engages with the tube (yoke flange). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.